Event description:
It was reported that a patient underwent a sling procedure in 2005. One month after the procedure, the patient had issues with bladder emptying which did improve. After a hysterectomy in 2011, the patient could not empty her bladder and have to do rik every day. The patient also had urgency symptoms. The patient underwent a procedure on (B)(6) 2013 for partial sling removal. Following that procedure, the patient could urinate again, but then developed urinary incontinence. Additional information has been requested.

Manufacturer narrative:
(B)(4) - urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.